Manufacturer narrative:
Submit date: 2/1/18. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the tip of the syringe is easily broken.

Manufacturer narrative:
A review of the device history record was performed for lot# 16f07563x, with no anomalies found. A lot will not be released unless all acceptance criteria inspections per established sampling levels are within acceptable limits. Six (6) samples were returned with four (4) 18x1-1/2 a needle attachments and one (1) 16x3/4 I needle attachment. The samples received were not in their original hard-pack container and were received with evidence of further use. Syringes had been inserted into needle hubs. Two of 4 18x1-1/2 a needles inside their sheaths were bent at a 10 degree angle, showing evidence of applied angular force. The needles were bent at an angle greater than 10 degrees for them to remain at 10 degrees. All six (6) syringe luer tips were broken off and displaced inside the needle hubs. The investigator was able to replicate the reported condition with a quick angular force on the attached needle (lot#332236x, part 8881200193). The method of root cause analysis that was implemented in this investigation was to conduct a 5 why analysis. Excessive angular force applied on the luer tip was found to be the probable root cause. Based on the information available, trend analysis, and the investigation findings, a formal investigation is not deemed necessary at this time as the reported condition cannot be confirmed to be a manufacturing defect. This complaint will be used for tracking and trending purposes. If additional information is received warranting further analysis, the investigation may be resumed. If information is provided in the future, a supplemental report will be issued.